Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated, and the remaining longevity was lower than anticipated. Technical support was contacted, and revealed the battery depletion was normal, and its likely that the remaining longevity previously measured was incorrect. The patient was stable with no consequences.